Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly and no button error alarms noted. However moisture damage was noted on keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 241.2 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be returned for analysis. No add'l info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.